Event description:
Same case as MFR report #: 2134265-2012-05365. It was reported that following a stenting procedure, chest pain and patient death occurred. The procedure treated two lesions. Using the femoral approach, the first lesion treated was an eccentric, de novo, 80% stenosed, 2.75x35mm target lesion located in the moderately calcified and severely tortuous mid right coronary artery (rca). There was a significant bend in the lesion greater than 45 degrees and less than 90 degrees. Pre-dilation was performed using a 2.5x15mm semi compliant balloon. Then a 2.75x38mm promus element stent was implanted in the mid rca and post dilation was performed with the stent delivery balloon. The second lesion was an eccentric, de novo, 80% stenosed, 2.5x34mm lesion located in the moderately calcified and severely tortuous left circumflex (lcx) artery. There was a significant bend in the lesion greater than 45 degrees and less than 90 degrees. Pre-dilation was performed using a 2.5x15mm semi compliant balloon. Then a 2.5x38mm promus element stent was implanted in the mid lcx artery and post dilation was performed with the stent delivery balloon. In (B)(6) 2012, the patient had chest pain and died on the way to the hospital. Per the physician, the relation of the event to the device is unknown.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).